Event description:
Residents and nursing staff relied solely on the doppler signal, which was arterial (from doppler), and did not pay attention to clinical observation of the flap. The vein clotted and went unnoticed.